Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that during pressure controlled ventilation, the device generated the alarm "ventilator failure"; manual ventilation was possible. No injury reported. The device has no UDI, as an UDI was not required at the time the device was manufactured.